Event description:
Prohibiting factors may be posted or cleared incorrectly from the result entry window in the scenario of having a product selected for one pt and performing an antigen typing test for the same product on a second pt's order. If a product is selected to be issued to one pt (pt 1), and then testing is performed for another pt's order (pt 2) with the same product, the compatibility checks are performed for pt 2, and the results are posted to pt 1. This can cause the product to be issued with too many factors or with no or incorrect prohibiting factors.